Event description:
It was reported that the ureteral stent was left in place after stone removal surgery. Stent was damaged. The stone had been in the patient's body for less than a month and was currently quite serious, requiring holmium laser lithotripsy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received one video sample that shows one stent within patient and another stent removed from patient on operating table. Stent on operating table shows breakage present therefore the reported event is confirmed. The labelling was reviewed and found to be adequate. DHR review is not required as no lot number was reported for the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, ureteral stent was left in place after stone removal surgery, stent was damaged. The stone had been in the patient's body for less than a month and was currently quite serious, requiring holmium laser lithotripsy. As per follow up information received via ibc on 28 aug2025, stated that, the hospital had currently reported about 10 cases of long stones related to stents.